Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine device change out, a milky white fluid was seen in the ventricular lead insulation. The lead showed low shock impedance. During the procedure to cap and replace the ventricular lead two days after the routine change out, the defibrillation threshold testing caused the device to arc from the lead to the ICD which left burn marks on the device. The device continued to function correctly and remains in use. No patient complications have been reported as a result of this event.